Event description:
Patient reported that a comparison between their surestep meter and a hcp meter "done with minutes of each other" was hi (ss) and 38 (hcp), respectively and that pt wasn't "feeling good" at the time the comparison was done. Home health nurse did venous draw. It is not known if a tube with preservative was used or not nor how long it took to get the sample to the lab for analysis. Pt did not have supplies to do control test. There was no allegation of harm.